Event description:
It was reported that the impedance values were over 3000 ohms for the atrial and ventricular lead, and an alert for lead fracture was observed. The pacing function was turned off. Review of the egms and isometric testing did not reveal any abnormalities or signs of lead fracture. The lead was explanted and returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. The damage found was sustained during explant procedure.